Manufacturer narrative:
Concomitant medical products: product ID 7482-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2015 the patient experienced an electric shock sensation which had been happening for 1 month. Patient turned stimulation off on (B)(6) 2015, the device was interrogated and was reprogrammed on (B)(6) 2015. Device data was transmitted/uploaded. The surgeon changed leads contact, the event was related to the device and not to programming. No surgical intervention was required or planned. The site assumed that the lead and/or extension had a breakage however no interrogation was done to verify this and no examination was planned. The issue was resolved. The event was component related; related to lead 1 and extension 1. The event was non-serious, it had not resulted in a serious deterioration in the health of the patient. Patient¿s medical history included depression and multiple sclerosis.